Event description:
The manufacturer received information from a third party service center alleging a ventilator would not work on ac power. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's power supply was replaced to address the issue.